Manufacturer narrative:
Concomitant medical devices: 496835 lead x 2, implanted: (B)(6) 2014.

Event description:
It was reported that the patient experienced cardiac arrest and required external rescue. It was also observed on transmission that the right atrial (ra) lead had undersensing and the right ventricular (rv) lead triggered a lead integrity alert (lia) for oversensing sensing integrity counter (sic) and non-sustained high rate episodes. The left ventricular (lv) lead was noted with possible high threshold. All of the leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.